Manufacturer narrative:
The device was not returned to mmdg for evaluation. No serial number was provided with the complaint, so no DHR could be performed. Because the device was not returned mmdg could not investigate the complaint.

Event description:
The initial reporter states that they had problems with pumps alarming low battery or turning off even with new batteries. Mmdg attempted to follow up with the initial reporter, but no specific information was made available regarding the complaint. (B)(4)